Manufacturer narrative:
Section d9: corrected. Manufacturer¿s investigation conclusion: the reported event of driveline fault alarms was confirmed via log file analysis. A log file, extracted from (B)(6), was submitted for evaluation and data from the reported event date of (B)(6) 2024 was reviewed. From 15:53:38 ¿ 17:45:32, driveline fault alarms were active due to phase 3 being measured much lower than phases 1 & 2. The alarms resolved on their own and did not affect pump function. The returned heartmate ii system controller (serial number (B)(6) was connected to a mock circulatory loop and was able to support the system for an extended duration without issues or alarms activating. The system controller was disassembled in order to inspect the interior components. Fluid ingress was observed throughout the controller housing and printed circuit boards (pcb). The power cables were cut open to inspect the condition of the underlying layers and fluid ingress was found. Although the driveline fault alarms were not reproduced throughout testing, the observed fluid ingress could have contributed to the reported event. The root cause for the reported event was unable to be conclusively determined through this analysis. The investigation also noted wire fatigue and damage to the power cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate ii instructions for use (IFU) under section 2, entitled ¿system operations¿ stated, ¿keep the system controller power cables dry and away from water or liquid. If the system controller power cables come into contact with water or liquid, the system may fail to operate properly, or you may get an electric shock.¿ heartmate ii IFU section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. Heartmate ii IFU section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The driveline phase value for the new system controller were normal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a driveline fault alarm returned on (B)(6) 2024. Log files confirmed 12 driveline fault alarms on (B)(6) 2024 between 3:53 pm and 5:45 pm. Log files also contained 231 pulsatility index (pi) events on 18oct2024 and 19oct2024. The system controller was exchanged and follow up log files were normal.